Manufacturer narrative:
As received, a complete lead was returned in two portions with the helix retracted and clogged with blood was returned for analysis. The connector portion measured 12.0cm while the distal portion was measured at 45.5cm. After cleaning and applying torque directly to the inner coil, the helix was able to extend/retract and full helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. All damages found are consistent with procedural damage

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Review of the transmission noted under sensing on the right ventricular lead. A chest x-ray confirmed that the lead was dislodged. The lead was explanted and replaced. The patient was stable